Event description:
The customer reported that there was a fluid leak of approximately 20 ml from the lh780. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) was dispatched. The fse indicated that the analyzer was leaking from waste tubing at the retic stain chamber. He replaced broken tubing and found that the analyzer was also leaking from the diff mixing chamber. The 5 psi port that drains the diff mix chamber was plugged causing it to overflow. The port was cleared and system performance verified. Upon recur of the failure mode identified; it is likely to cause erroneous results from retic results due to improper retic chamber operation. (B)(4).